Manufacturer narrative:
The unknown 3.7 x 13mm legacy zimmer implant was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed, the investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 11 and used for an unknown period of time prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture + screw fracture) or product (3.7 x 13mm zimmer implants). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. (B)(4).

Event description:
It was reported that when doctor was unable to retrieved a fracture screw from an unknown zimmer implant. It was also reported that doctor noticed the implant had fractured by the collar. Implant will remain implanted and it will be buried for now. Tooth location 11.